Event description:
It was reported that the manufacturer representative received a call from the patient stating that their ¿unit had move up next to their spine.¿ it was noted that the patient was in a lot of pain. It was noted that patient had spoken to the health care professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746: serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).